Event description:
It was reported in 2008 that a pt's tooth was broken at the gum line when the impression material was removed. Besides the tooth fracture, the pt was fine. Based on the info provided to 3m espe the pt had some recessions but the dentist did not block out the recessions. Impression materials: imprint 3 penta heavy body (please refer to case number 9611385-2008-00002) and imprint 3 ultra regular body (this case).

Manufacturer narrative:
Results and conclusions: device was not returned to 3m, therefore, no evaluation was conducted. No results or conclusions can be drawn. Based on the info, the pt has some recessions but the dentist did not block out the recessions. This could be one reason for the adverse event. In the instructions for use, it is described that undercuts or areas where gingival recession exists should be blocked out to prevent the impression material from "locking" onto the tooth structure. Failure to block-out may make tray removal difficult, or cause extraction of natural teeth or prothesis.